Event description:
It was reported via a legal notification, that a patient had an initial right knee implanted with an optetrak device on (B)(6) 2021. The plaintiff¿s exactech tka system on his right knee is failing, and as a result of the failure of his optetrak implant, the plaintiff will need revision surgery prematurely, scheduled for (B)(6) 2023. Upon information and belief, the loose components, significant synovitis were due to premature polyethylene wear of the tibial insert. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: (B)(4), 204-70-00 - tibial stem ext. Screw. (B)(4), 02-012-60-1440 - logic stem ext 14mm x 40mm. (B)(4), 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. (B)(4), 02-020-11-0350 - truliant ps cem fem ps cem right sz 5. (B)(4), 200-07-32 - advanced patella 32mm 3 peg implant. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information: a3, b7 there is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. H6. Investigation -based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. B5. It was reported via a legal notification, that a patient had an initial right knee implanted with an optetrak device on (B)(6) 2021. The exactech tka system on his right knee is stated to be ¿failing¿, it is stated that the patient will need revision surgery prematurely, scheduled for (B)(6) 2023. As of (B)(6) 2023, this company is not aware of a revision surgery for this patient¿s right knee. The patient is stated to have suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. D6b. Patient has not been revised h6 health effect - impact code-patient has not been revised, h6. Medical device problem code- unknown

Manufacturer narrative:
Further information and/or re-opened investigation findings will be provided within 30 days of receipt. D10. Concomitants: 5354582 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm 6080818 204-70-00 - tibial stem ext. Screw 6411522 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t 6455310 02-020-11-0350 - truliant ps cem fem ps cem right sz 5 6671044 200-07-32 - advanced patella 32mm 3 peg implant.

Event description:
As reported via legal documentation, this patient had right knee replacement surgery on (B)(6) 2021. They subsequently underwent right knee revision surgery on (B)(6) 2023, approximately 1 year 11 months after their primary procedure. (B)(6) 2023 op report post-operative diagnosis: right prosthetic knee flexion contracture, debonding of femoral component. There was no obvious damage noted of the tibial insert. The femoral component was completely debonded from the underlying cement. The entire cement mantle was still attached to the bone. The tibia was not loose. The patient was transferred to pacu in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6. Investigation - the patient was not revised. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient's issues and planed revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.